Event description:
During surgery, the plate bent upward in the middle requiring the surgeon to remove the plate and replace is to complete the case as intended. Surgery time extended 5 minutes. There was no reported injury to the patient.

Manufacturer narrative:
Product has been requested for eval. Investigation is pending.